Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had black spots/pixels, that blocked the graphics and text. Customer's blood glucose was 271 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy.